Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2, diopter -12.0/+1.0/91 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2012. The patient experienced refractive surprise, and refractive change overtime. The customer stated currently the lens remains implanted, and the dr. Plans to exchange the lens with higher refractive power to resolved the problem for the patient.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens -12.0/+1.0/91 diopter in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2017 due to refractive change overtime. The lens was exchanged for same model different diopter lens. The problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/25. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Device evaluation: should have been recorded. Functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
Device evaluation: functional inspection was performed but did not find the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4)